Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The defective dx board was returned to olympus medical systems corp.(omsc) on september 8, 2021 for investigation. Omsc checked the appearance of the dx board, but there were no abnormalities. The exact cause of the reported event could not be conclusively determined. When the dx board was attached to the video system center cv-190 of olympus's assets and checked, the reported event was reproduced. Therefore, the reported event was caused by a dx board failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus medical systems (B)(6) private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following: the hd/sdi terminal did not work due to a defect in the dx board. There was no abnormality in the appearance of the dx board, and no burn marks, immersion marks, or corrosion were found. The dx board may have been defective due to quality problems in the components. The defective dx board is planned to be returned to omsc for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus field service engineer confirmed that the hd/sdi terminal did not work and the output image from the hd/sdi terminal was not displayed, during device installation. Olympus medical systems india private limited (omsi) then inspected the device and found that the output image from the sdi out terminal was not displayed due to a defect in the dx board. The date on which the reported defect occurred is unknown. There was no report of patient injury associated with the event.